Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses and required increased force to activate. The keypad was removed and the ok button contact was inverted and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be detached from the pump and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The distributor reported that the up, down, and ok buttons have not activated desired pump functions when pressed. There was no reported patient impact associated with this complaint.